Event description:
The device was implanted on 3/25/97 for infusion of amikacin to the hip joint. On 4/2/97, a MFR nurse was present at the agency site for an in service on the device refill procedure. Following the in service, the actual device refill was attempted by the agency nurse. After several unsuccessful attempts, it was determined that a longer needle than the 1-1/2" length included in the device refill kit was required. 2-1/2" MFR needles were then ordered for delivery on 4/3/97. The MFR nurse recommended the device be accessed under fluoroscopy if the device septum was not located with the longer needle. The agency nurse agreed to refill device on 4/3/97 and did not think the presence of the MFR nurse was needed. On 4/4/97, the agency nurse contacted another MFR nurse and reported that the pt "is vomiting and has swelling at the abdomen". The agency nurse did not have specific info on the device refill procedure and stated that she would have the nurse who performed the device refill procedure and stated that she would have the nurse who performed the device refill contact the MFR nurse. On 4/4/97, another agency nurse contacted the MFR nurse and reported that she had performed with device refill with a 2-1/2" needle and device refill kit. The first two sticks were unsuccessful; a small amount of serosanguinous fluid leaked from the puncture sites when the needle was withdrawn. On the third attempt, the device center septum was accessed. The residual volume=0. 5cc was then injected and returned to the syringe, confirming needle placement at 5cc increments, per the MFR procedure. The agency nurse stated that she was at the pt's home and stated that he thinks the device "is sticking out more than it was yesterday". The agency nurse stated that it did not appear more than it was yesterday". The agency nurse stated that it did not appear more swollen to her, but the device pocket area was warm to the touch. The area was not reddened; however, it was tender to palpitation of the device. The pt did not otherwise complain of pain at the device site. The pt ate breakfast that morning, took an oral medication and shortly afterward, vomited. The pt also reported having chills. The MFR nurse recommended the agency nurse contact the physician concerning the pt's symptoms and continue to monitor te device pocket site for any signs or symptoms of infection. On 4/4/97, the agency nurse contacted the MFR nurse and reported that she had spoken with the physician's nurse who stated that the pt's symptoms were most likely due to the flu and not an infection.